Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 11 months post implant of this 12mm pulmonary valved conduit in a (B)(6) pediatric patient, the conduit was explanted and replaced with a 14mm valved conduit of the same model. The reason for replacement was that it had been stented and eroded with resultant pulmonary stenosis and pulmonary insufficiency. No additional adverse patient effects were reported.